Manufacturer narrative:
(B)(4).

Event description:
Started choking [choking]; I swallowed the biotene moisturizing mouth spray [accidental device ingestion]; I have a cough [cough]; I had difficulty breathing [difficulty breathing]; I had mucus in my throat [throat secretion increased]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) year-old female patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number u8h011, expiry date 30th june 2020) for dry mouth. Concomitant products included paracetamol (tylenol). In (B)(6) 2019, the patient started biotene mouth spray (original). On (B)(6) 2019, an unknown time after starting biotene mouth spray (original), the patient experienced choking (serious criteria gsk medically significant), cough, difficulty breathing and throat secretion increased. On (B)(6) 2019, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the choking, accidental device ingestion, cough, difficulty breathing and throat secretion increased were unknown. It was unknown if the reporter considered the choking, accidental device ingestion, cough, difficulty breathing and throat secretion increased to be related to biotene mouth spray (original). Additional information: adverse event information was received via live call on (B)(6) 2019. The consumer stated, I swallowed the biotene moisturizing mouth spray. I swished it around and swallowed it and started choking. I had mucus in my throat. I have a cough. Is this normal? I drank warm water and tried to gargle with salt water. I also took cough drops. I tried to take my blood medications and medication for my eye. I took tylenol and other medications. I had difficulty breathing. This just started today. I will not be seeking medical advice. I will call you back if I go to the doctor. I had difficulty breathing. I was choking and coughing.